Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for less than an hour they had experienced pain and bleeding at the pod infusion site. Once the patient removed the pod from the infusion site it was discovered that the needle had not retracted upon initial activation.

Manufacturer narrative:
The returned device was evaluated and no blood observed on device. The device was received with the cannula assembly fully deployed and the formed needle completely retracted; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. The downloaded data showed no abnormalities that would indicate a needle mechanism failure. The formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising or pain during insertion. The cause of the reported pain during insertion could not be determined. No other damages or defects were found that would result in a failure to deliver insulin.